Event description:
Information received does not address the patient's clinical status but notes that during the implant procedure, after the pocket was closed, measured data for the atrial lead was 0uj pulse energy, 0uc pulse charge, and >2500 ohms lead impedance. An x-ray showed that the atrial lead did not appear to be fully connected to the pulse generator. The pocket was opened and the lead was reinserted into the generator, after which normal function ensued.